Event description:
It was reported that the patient has an open sore at the battery site. The physician cleaned it with chloes prep and used 1 stick to close it. No product was removed no incisions were opened.